Event description:
The customer received blood glucose readings of 308 and 390mg/dl from his contour and a reading of 150mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer could not provide meter and strip information. No product will be returned for evaluation. No product was replaced.

Manufacturer narrative:
The customer could not provide product information. It's not possible to determine the manufacture date or 510k number without the meter information.